Event description:
The customer contact reported the device touchscreen was not holding calibration and the touch registration seems to drift. No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found that the touchscreen did not respond when pressed. A review of the device history at the service ctr indicated button ID invalid errors and touchscreen fail errors. Further testing found fluid ingress on the bottom edge of the touchscreen. The probable cause of the nonresponsive touchscreen was due to contamination from fluid ingress. This can alter the characteristics of the touchscreen. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.